Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 8.0 mg/ml at 0.6387 mg/day and bupivacaine 20 mg/ml at 1.597 mg/day via an implantable pump. It was reported that the patient presented on (B)(6) 2026 for a possible pump pocket revision due to discomfort related to losing weight and the suggestion her pump might be moving inside the pocket. The patient claimed she lost a lot of weight since her pump was implanted. It was located in her left lower abdomen, and unfortunately, primarily within her pannus area. It was reported that during a refill procedure in clinic, it was difficult to locate her pump, potentially because it had flipped. No pre-surgical diagnostics were performed. After exposing the pump pocket, it was very evident the pump had been flipping and therefore caused the catheter to coil up and need to be replace within the pocket site. An x-ray (fluoro-image) confirmed the catheter tip was still in adequate position, so the decision was made to replace the proximal segment only. He then cut and removed the coiled catheter portion within the pocket and spliced a proximal segment to the spinal segment and reattached to the pump. The hcp then used a 25 ga needle to access the catheter access port (cap) and confirm good flow from the catheter before he closed the patient. The issue resolved at the time of this report.